Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the battery cap could not be unscrewed from the battery compartment. It was reported the battery cap was less than 6 months old and there was no evident damage to the pump or battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/24/2014-device evaluation: the pump and battery cap have been returned and evaluated by product analysis on 01/09/2014 with the following findings:investigation of the battery cap revealed damage to the coin slot. The battery cap contacts were within specification. Evaluation of the pump revealed no damage to the battery compartment. The battery cap was able to be properly secured to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.